Manufacturer narrative:
Upon investigation, the cannula plug was determined to be damaged. The damaged cannula plug allowed for insulin to leak into the pod and caused corrosion on the pcb and batteries. Leakage on the internal components of the device triggered an 0x3d alarm, indicating the step sensor was asserted before wire driven. Since this alarm stops insulin delivery, the damaged cannula plug can be determined as the cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patent's' blood glucose (bg) levels reached 400 mg/dl, while wearing the pod between 36 and 48 hours on the hip/buttocks area. A new pod was applied to treat the hyperglycemia.